Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had observations of intermittent noise that was oversensed by the respiratory rate trend (rrt) feature causing pacing inhibition less than 2 seconds. There were in-range impedance spikes around 1400 ohms. Isometrics were performed and they were not able to recreate noise. The rrt feature was turned off, and increased atrial sensitivity and output. The device remains in-service. No adverse patient effects were reported.